Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from supplier, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "on (B)(6) during a prostate artery embolization a hybrib 1214da guide wire was introduced into a prowler select plus-j shape micro catheter. As soon as the physician pulled the wire back, he says that the wire was stuck and broke. They had to pull the whole system out and start over on this side. When they moved on to treat the other side, they used a swift ninja steerable micro catheter and introduced a hybrid 1214da for this side as well, and the same thing happened. When they pulled the wire back, the wire was broken." Incident report form submitted for this complaint indicates that no patient injury was sustained.